Event description:
Hcp reported pt had return of pain. Expected volume on pump refill was 2 cc but 35cc was aspirated out of pump reservoir. Pt has been receiving intrathecal dilaudid 10 mg/ml at 6 mg/ day, as well as oral medications. The pt had an MRI recently. Pump rotor study was normal. Catheter contrast study showed a kink in the chateter.